Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm during fill tubing process. The customer's blood glucose was 184 mg/dl at the time of incident. The customer stated that they found that the reservoir was causing the no delivery alarm. The customer declined to troubleshoot. The reservoir will not be returned for analysis.